Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor became unpaired from the ilet, while the dexcom mobile app continued to display glucose readings, and the user was guided to toggle settings, restart, and re-enter the pairing code to restart the pairing process. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury and no medical intervention. Investigation included customer support troubleshooting and education focused on cgm-to-ilet pairing steps. Investigation of this case revealed a communication or pairing failure limited to the ilet interface, with the cgm and sensor otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolved through standard pairing procedures.